Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after superficial femoral artery angioplasty using a drug eluting balloon. Reportedly, the starclose se device was stuck in the patient. The safety release mechanism was used, but the device could not be removed. Attempted dissection around the starclose se device for removal was not successful. The patient was anesthetized and the starclose se delivery system was pulled out without performing a surgical cutdown. Hemostasis was achieved with the starclose se clip. There was a clinically significant delay in the procedure due to the issue with removal of the starclose se device. No additional information was provided.